Manufacturer narrative:
The device investigation has been completed and the results are as follows: device history record: no DHR was available for review since the device was fabricated per physician's prescription only. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormalities. Erkodent did not receive further complaints about this lot. Lot#: 11192, 2mm (erkoflex) was manufactured from 6/26/2017 and was assigned with 5 years expiration. Stock product reviewed: no stock product was available for review sine the device was fabricated per physician's prescription only. Returned sample: complaint investigator reviewed the returned parts with production on 5/13/2019. The tray was returned with the original packaging. The results were summarized below. Roughness: the edge was very smooth. Crack: no major cracks were found. Delamination: layers were intact and did not separated. Discoloration: no discoloration observed. General cleanliness: device was very clean. Investigation results: the returned device was visually inspected and there are no defects or abnormalities noted. Root cause: the root cause cannot be explicitly determined. IFU 9091 rev. 3.0 (comfort bite splint instructions for use) states to use only clear, cool water to wash the devices. IFU provides warning "do not clean or soak in mouthwash or use denture cleaner, hot water, alcohol, hydrogen peroxide. Do not place in direct sunlight." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per obtained information, customer followed IFU instructions.

Manufacturer narrative:
Date of event was asked; however, the office advised it was (B)(6) 2018. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction while wearing the soft night guard. The patient reported that her gums were burning/inflamed immediately after wearing the nightguard. Per provided information, the patient stated "it did not feel right". The discomfort went away once the patient stopped wearing the nightguard. The patient did not require any treatment for the reaction. The patient was reported to be doing fine. The patient has no known medical pre-existing condition or allergy. The doctor did not make any adjustment to the nightguard. The nightguard was cleaned with water prior to being used by the patient.